Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed, and the noise was reproduced. Rv lead damage was the suspected cause of the event, however, this was not confirmed via diagnostic imaging. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.